Event description:
It was reported that the patient presented for an implant procedure. While attempting to change positions, the helix of the atrial lead exhibited failure to extend. The atrial lead was not used and replaced. The patient experienced no consequences.